Event description:
Per operative report: after placement of the aortic valved graft, the pt experienced coagulopathy and "some" bleeding intraoperatively. As a result, surgicel was placed around the proximal suture lines and kerlix was used to pack the rest of the pericardial space. The pt was reported to be in "critical" condition postoperatively and subsequently expired in 2000. Findings at autopsy included microtic aneurysm, calcified necrotic and fibrotic tissue, a small aortic tear, and multiple infarcts consistent with heparin induced thrombocytopenia.